Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported failure was confirmed. A complaint history review of the last 12 months of complaints 23 june 2025 to 22 june 2026 was performed for the malfunction that the customer reported and no trends were identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the needle had protruded and tore the scope at the tip from user error when the doctor was trying to put the guidewire in, involving an olympus ultrasound gastrovideoscope. There was no patient injury reported.